Manufacturer narrative:
(Approximate age of device - 2 years). No product was returned for evaluation. The report of a concern for suspected thrombus and a specific cause for the elevations in lactate dehydrogenase could not be conclusively determined. Evaluation of the submitted log file was unremarkable and the pump operated above the low speed limit and appeared to be operating as intended. Thrombus and hemolysis are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. The patient remains ongoing on vad support and no further events have been reported at this time. No further information is available. The manufacturer is closing the file on this event.

Manufacturer narrative:
The patient''s date of birth and age was not provided. The patient¿s sex was not provided. The patient¿s weight was not provided. (B)(4). Approximate age of device- 25 days. The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer''s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2017. It was reported that the patient present to the clinic with symptoms of possible hemolysis. Log files have been submitted for review. The manufacturer¿s technical services representative reviewed the submitted log file reported that the mcs equipment is operating as expected and does not appear to be contributing to the patient symptoms. The graphed pattern below of the pump parameters is typically not suspect of thrombus. On (B)(6) 2017, additional information reported that the patient is chronically hypovolemic and hypertensive. Inr was 3.2 (goal 2.5-3.5). Ldh was 379 on (B)(6) 2017 (scale normal is 124-271). No power elevations noted but interrogation shows fewer pi events than usual, given that the patient is chronically dry. The patient was given IV fluids. CT of head was negative. Pump speed was lowered to 8800 rpm. Patient is asymptomatic now, and will be seen in clinic next week. No additional information was provided.